Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. A medtronic representative went to the site to test the equipment. Testing revealed that system performed as intended, and no hardware parts had to be replaced. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that multiple attempts were made for registration, but it failed. Navigation had to be aborted. There was no reported delay to surgical time or impact to patient outcome.